Event description:
It was reported that the customer's insulin pump had a cracked case. It was also stated that the customer was in the hospital due to cardiac arrest. The reported blood glucose reading at the time of the call was 213 mg/dl. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corner, discolored keypad overlay and missing end cap sticker. The insulin pump had intermittent button response due to flattened down arrow button dome switch. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.